Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that her meter was set to the incorrect unit of measruement. In 2005 between 5:00 and 6:00 p.m., the pt tested on her meter and obtained a result of "5.8". This result when converted to mg/dl would be 104 mg/dl. She became nervous upon seeing the result, because she had skipped a meal so she called the paramedics. The result, if any, from the paramedic's meter was not reported. The pt had something to eat/drink before the paramedics arrived and the paramedics treated her with glucose. The pt stated that the meter was previously set correctly and she was unable to state if she had recently made any changes to the setting. A replacement meter has been sent.